Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer also reported a delivery anomaly. The customer's blood glucose was 45 mg/dl at the time of incident. The customer's blood glucose was 65 mg/dl at the time of call. The customer stated that she also had blood glucose of below 60 mg/dl. The customer treated her low blood glucose with juice. The customer stated that she experienced shakes and anxiety. The customer stated that the insulin pump was delivering appropriate insulin. The customer stated that she received a low reservoir alert and a no delivery alarm prior to the event. The insulin pump passed displacement test and self test. The customer stated that she was adjusting the basal rates ever since the issue happened. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.